Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed the same day. According to the complainant, the clevis was found to be bent upon removal of the device of the packaging. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.